Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 250 to 300 mg/dl at the time of the incident. The customer used the pump and was given manual injections to treat. The customer experienced symptoms such as feeling tired and nauseous. The customer was wearing the insulin pump during the incident but it was not delivering insulin. The insulin pump buttons were not responding and the pump froze temporarily. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to flattened button dome switch. The insulin pump was received with the operating currents within specification. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08670 inches. A water filled reservoir was used during testing. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. No bolus or delivery anomalies noted during testing. No unexpected frozen display noted during testing. The lcd keypad connector was not found unlocked during visual inspection.